Manufacturer narrative:
The device has not been made available for analysis. This report is submitted december 12, 2016.

Event description:
Per the patient's surgeon, the patient was diagnosed with meningitis on (B)(6) 2016, and was subsequently hospitalised for a duration of one month. The patient was successfully treated with IV antibiotics (viccilin and carbenin) and has since recovered; however, on (B)(6) 2016, the patient's device was explanted. It is unknown whether the patient will be reimplanted with another device as of the date of this report. The following additional information was received regarding the episodes of meningitis: the patient has a history of meningitis, the first episode occurring in (B)(6) 2016. The patient is reported to have an etiology mondini malformation (ip-ii deformity of the cochlea). There were no reported craniofacial malformations, nor basilar skull fractures. The patient received pre-implant immunizations (haemophilus influenzae type b (hib) and pneumovax 23). The patient was not immunocompromised prior to implantation. Perioperative antibiotics were administered (flomoxef). The receiver stimulator was drilled to the dura, and no surgical complications were reported. A csf leak occurred intra-operatively that was managed with patching with fascia and fibrin glue at the cochlestomy site. The meningitis episodes did not occur within 30 days of a neurologic procedure no vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis. The patients csf cultures revealed streptococcus pneumoniae. Clinical management of the patient is ongoing.

Manufacturer narrative:
This report is filed on january 24, 2017.